Manufacturer narrative:
It was reported that the patient's right lower limb got trapped between the bedside rail and the side of the bed. The patient sustained a large skin degloving. The injury was assessed as a serious injury. The patient's limb required a skin graft, but due to advanced age, it was not performed. The customer indicated that the patient's injuries were improving greatly. Allegedly, the bed was not suitable for the small patient. The patient was described as frail aprox. 5ft 2 inch with thin limbs, they had restless leg syndrome or abnormal movements and had delicate skin. The bed inspection has not been performed. During the on-site visit performed on (B)(6) 2026, the arjo representative could not allocate the alleged bed. The staff presented on-site could not provide the information on where the bed was transported. The additional contact staff members were provided; however, no information was currently received. Enterprise 5000 complies with standard iec 60601-2-38 ¿ clause 23.101 - document attached design complies with the standard protection against patient entrapment. To avoid entrapment the instructions for use for the enterprise bed warns users (746-445_04): "always use a mattress of the correct size and type. A range of suitable pressure-reducing and pressure-relieving mattresses is available from huntleigh healthcare." "Where risk assessment indicates that a patient is at high risk of entrapment owing to their medical condition or other circumstances, and where there is no medical benefit from their being left in a contoured position, place the mattress platform in the flat position when the patient is left unattended." "Before operating the bed, make sure that the patient is positioned correctly to avoid entrapment or imbalance." "The clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use of safety sides." The exact cause could not be identified due to insufficient information. In the absence of a device inspection, it was not possible to verify the device¿s condition (e.g. The presence of sharp edges) or review its service history. The arjo device did not fail the specification, as no malfunction of the bed was claimed by facility; the device complies with the anti-entrapment standard. The device was used for the patient treatment at the time of the incident. The complaint was assessed as reportable due to the customer's allegation that the patient sustained serious injury due to being allegedly trapped between the bed frame and bed side rail.

Manufacturer narrative:
The investigation is ongoing. Further information will be provided in the final report. No serial number of the device is currently given, therefore, no UDI information is available. H3 other text: customer did not provide any device detail such serial number, location of the device, the evaluation was not performed.

Event description:
It was reported that the patient's right lower limb got trapped between the bed side rail and the side of the bed. The patient sustained a large skin degloving. The injury was assessed as a serious injury. The patient's limb required a skin graft, but due to advanced age, it was not performed. The customer indicated that the patient's injuries were improving greatly. The patient has delicate skin. The bed inspection has not been performed yet.